Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise on both the atrial and right ventricular (rv) lead. No changes or interventions were performed; the device will continue to be monitored. The patient condition was stable.